Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set and instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy, while the homechoice (hc) was in fill 1. The home patient (hp) stated that he must have started therapy before connecting because he came into the room and fill 1 was on the display and fluid was coming out of the patient line, which was still in the organizer. The technical service representative (tsr) explained that the supplies were compromised and assisted him with ending therapy on the hc so he could start over with new supplies. The hp stated that he never connected. No alarms went off during initial drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.